Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.2 inspection of the endoscope and 3.6 inspection of the function in combination with related equipment". ¿¿ [inspection of endoscope] 9. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope. [Inspection of objective lens surface cleaning function] -when using the spray button 1. Check that water flows over the entire endoscopic image when the spray button is fully pushed in (two-stage push) while covering the hole of the spray button with your finger. 2. While covering the hole of the spray button with your finger, push the button all the way to the end (1-step push), and confirm that water spray is sprayed over the entire endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the re evis lucera gastrointestinal videoscope has an angulation malfunction. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the adhesive around the objective lens was peeled. It was observed that the paint on the suction cylinder was peeled due to handling. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the forceps channel port was shaved due to physical stress caused by handling. It was observed that the suction cylinder was shaved due to handling issue. It was also observed that the image has partially dark area and a decrease output of light due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, objective lens, protector of the universal cord on the scope connector side, lock engagement knob, up and down knob, right and left knob, switch box, scope connector cover, scope connector, universal cord, grip, control unit and on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.